Manufacturer narrative:
It was reported that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure in 2008 or 2009 and an mesh was implanted. It was reported that the patient that they are on in constant pain after their hernia repair surgery. It was reported that the patient has had two additional surgeries. It was reported that the patient experienced severe abdominal pain. No additional information was provided.